Event description:
(B)(4).

Event description:
On (B)(6) 2015 pentax medical received a customer report stating video duodenoscope model ed-3490tk/serial (B)(4) tested positive twice for blood after two cleanings. The facility reported that every duodenoscope is tested for carbohydrates, protein, and blood prior to being used in a pt care setting. On (B)(6) 2015 an e-mail was sent to the facility and on (B)(6) 2015 a response was received indicting there was no adverse event associated. On (B)(6) 2015 an e-mail was sent to the facility and on (B)(6) 2015 a response was received noting that in the procedure prior to product testing positive twice for blood, three cook medical accessories were utilized as follows: wire guided sphincterotome (product number (B)(4)and lot number g222135), escort ii (product number (B)(4), lot number w3577641), and endoscopic radio focus glide wire (product number (B)(4) and lot number ewr4035).